Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's diabetic educator reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer's blood glucose during the incident was 779 mg/dl. The customer's blood glucose at the time of admission was 493 mg/dl. They were still in hospital. The customer's current blood glucose was 311 mg/dl. Troubleshooting was performed. The caller states the drive support cap appears normal. The customer was treated with an insulin drip. Troubleshooting was performed for high blood glucose. The customer was wearing the insulin pump during the hospitalization. It was also noted that the customer had received several no delivery alarms. They would change the set. Customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.